Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter's display was cloudy. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated the alleged issue began on (B)(6) 2011 at an unknown time. The patient reportedly manages her diabetes with an unknown type of insulin, fixed dose. It is not clear if the patient made any changes to her usual diabetes management routine when the alleged issue occurred with the subject meter, the patient claimed that she ate less food/drink on (B)(6) 2011 at 11:47am. The patient claimed that she developed 'shakes and chills' after the alleged issue with the subject meter but could not specify how much time elapsed the time the product issue first occurred and the start of her symptoms. The patient denied receiving any medical intervention for her symptoms and it is unknown if another device was used to check her blood glucose. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time and there was no evidence of trauma/misuse. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter's lcd lens was found to be cloudy. The test strips and control solution were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.